Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during sealant deployment the user pressed button 1, but it was too tight to press normally and required excessive force. Hemostasis was achieved by manual compression for less than 30 minutes. The user was unable to fully press the button, so the device was removed. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was confirmed via angiography, including the proper insertion angle, and the vessel diameter was at least 5 mm. There was little vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. The device was stored and prepared according to the IFU. No damage was noted to the button, the tension indicator was properly aligned before deployment, the storage temperature did not exceed 25 °c, and no kinks were observed in the sheath or device after removal. The device will be returned for analysis.

Manufacturer narrative:
As reported, during sealant deployment the user pressed button 1, but it was too tight to press normally and required excessive force. Hemostasis was achieved by manual compression for less than 30 minutes. The user was unable to fully press the button, so the device was removed. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was confirmed via angiography, including the proper insertion angle, and the vessel diameter was at least 5 mm. There was little vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. The device was stored and prepared according to the IFU. No damage was noted to the button, the tension indicator was properly aligned before deployment, the storage temperature did not exceed 25 °c, and no kinks were observed in the sheath or device after removal. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was closed, and a cordis mynx syringe was attached to the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. No abnormal conditions were observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated and not retracted, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A functional simulated deployment test was performed to evaluate functionality. The unit operated as intended: the tension indicator was first aligned by pulling the distal tip in the distal direction, then button 1 and button 2 were depressed in the instructed sequence. The sealant deployed properly, and the balloon retracted as expected. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, procedural/handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) and concomitant device factors (which was not returned for analysis) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.